Event description:
On (B)(6) 2013 clinic notes were received. Review of the clinic notes dated (B)(6) 2007 indicate that the patient has obstructive sleep apnea and uses a CPAP every night. Clinic notes dated (B)(6) 2008 indicate that the patient is still using CPAP and feels fine with it. The clinic notes also mention that the patient has been having very strong headaches since a month ago and was taken to the hospital on (B)(6) 2008 for strong head pain and was told that she had a migraine. It was stated that light, noise, and t.v. Provoke her headaches. The physician later reported that the sleep apnea was first observed on (B)(6) 2007 and that the vns appears to have worsened the sleep apnea. The sleep apnea sometimes occurs with stimulation, but not always. The only intervention is that the patient uses CPAP nightly. The patient's sleep apnea was diagnosed prior to vns but the last sleep study in 2012 showed her sleep apnea is substantially worse than in 2007. It was also noted that the patient had a heart murmur and acid reflux prior to being implanted with vns.